Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2012-07341. It was reported post a percutaneous coronary intervention (pci) with stent implantation angina and stent restenosis occurred. The patient presented due to unstable angina (braunwald classification iiib) and was referred for cardiac catheterization. The target lesion was in a saphenous vein graft (svg) located in the distal rca (right coronary artery). It was described as 15mm long, with a vessel diameter of 3.5 mm and 100% in-stent restenosis of bare metal stent (manufacturer unknown). The lesion was treated with pre-dilatation of the bypass graft, aspiration thrombectomy and deployment of two 3.50x20mm and 3.50x12mm taxus element stents with 0% residual stenosis. The patient was discharged three days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with stable angina. 80% diffuse restenosis of study stent placed in the svg to distal rca was treated with cutting balloon angioplasty with 20% residual stenosis. The patient was discharged the following day.